Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch meh887-w8704 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are representative samples of the lot involved in the event available to be returned for evaluation?

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and suture was used. The suture material was broken when the surgeon conducted continuous suture passage during vessel anastomosis in coronary artery bypass graft surgery. The surgeon did not tie any knot before suture breakage. The surgery was completed by opening another lot of the same device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: are representative samples of the lot involved in the event available to be returned for evaluation? No.